Manufacturer narrative:
(B)(4). Batch n91h66. The device was returned with the upper jaw detached and not returned and with the top of the I-blade fractured and slightly lifted. In addition the device was received with the cable cut off. The cable cut off is not related with the complaining issues. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a colectomy procedure, the surgeon used device for five minutes then reported gold metal came off track. Decided to not use the device and finished procedure successfully with another like device. That was what was reported to rep. There were no adverse consequences for the patient.